Event description:
It was reported that the device broke during impaction. The device broke inside the patient. The procedure was finished with the same device and it happened during primary surgery.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned device confirms one of the pegs is broken off. The broken peg was not returned with the device. This instrument exhibit signs of significant use and wear. The device was manufactured in 2017. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.